Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Each tampon was breaking apart from itself [device breakage]. Packaging on the inside was damaged [product outer packaging issue]. Consumer sent e-mail stating each tampon was breaking apart from itself, and the packaging on the inside of the box was damaged when she opened it. No injury was reported.